Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. Additional information indicates the lead was surgically abandoned due to high capture thresholds. The physician could not determine cause under fluoroscopy.